Event description:
Customer reported collimator closes down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the fluoro functions board. This MDR is related to ge healthcare complaint.